Event description:
Philips received a complaint by the customer on the v60 indicating that the device fell over. It was reported there was no patient involvement at the time the issue was discovered, there was no report of harm. The investigation is ongoing.

Manufacturer narrative:
H10: the device has not been submitted for evaluation. No response has been received from the customer in regard to a repair decision at this time. The work order will remain open and will be updated once a customer decision is reached. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the device was evaluated and no failure to cause the stand to fall over was identified. The customer did not report a stand malfunction; therefore, the cause has been attributed to use error. Damage consistent with a fall was noted and is addressed in a separate project record (pr). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.